Event description:
A hospital in (B)(6) has reported via our distributor that a hole was found in the expiratory limb of four rt340 adult dual heated evaqua breathing circuits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently enroute to fisher and paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: the four complaint rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. Results: visual inspection of the four complaint rt340 breathing circuits revealed; device 1: a hole was found in the evaqua limb about 18 cm away from the patient end connector, device 2: a hole was found in the evaqua limb about 34 cm away from the patient end connector, device 3: a hole was found in the evaqua limb about 59 cm away from the patient end connector, device 4: a hole was found in the evaqua limb about 29 cm away from the patient end connector. A lot check could not be performed as a lot number was not provided. Conclusion: based on the inspection of the damage, it is likely that the evaqua limbs were punctured by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) has reported via our distributor that a hole was found in the expiratory limb of four rt340 adult dual heated evaqua breathing circuits. No patient consequence was reported.